Manufacturer narrative:
Other applicable components are: product ID 3093-28 lot# v454099 implanted: (B)(6) 2010 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a lead issue. The rep reported that they had a lead revision scheduled for 2017-04-21 and they were not sure exactly why. The rep stated that the patient had a fall and asked if it was possible to damage the can during a fall. The rep was "reviewed" that it was possible depending on the fall but unlikely. It was indicated that it was unknown if the patient recovered completely and there were no unrelated medical procedures reported. No patient symptoms or further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.